Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a value displayed as "low," however, customer was unable to provide meter bg reading. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the basal suspension, customer's bg rose to 580 mg/dl. Bg was addressed via a manual injection of insulin. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.